Event description:
The item delivered has a hole but the film around it is clean.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.